Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed a rash. Patient reports skin peeling underneath where the garment contacts skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a powder was prescribed. Follow up indicated that the powder helped improved the irritation.